Manufacturer narrative:
It was reported that a revision surgery was performed due to breakage of the tibial component. It was communicated that the explant was received in the office in germany and they determined that it is an efk knee. The efk knee is manufactured by another company, not by smith and nephew. For this reason, this complaint has been requested to be closed. The manufacturer of the device has been informed of the issue.

Manufacturer narrative:
Additional information about this event was received, it was confirmed that smith and nephew did not manufacture the explant involved in this case. The explanted device is an efk knee manufactured by the third party manufacturer (B)(4). The manufacturer of the device has been informed of the issue. No further investigation warranted for this complaint. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to breakage of the tibial component. No more information available. Waiting for the written information from the clinic.